Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, and after the reset, the cgm error did not occur again. The caller was able to successfully start their sensor session following the resolution of the issue.